Event description:
Healthcare professional reported rupture on right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photos identified white encapsulation and a broken shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on right side. The device has been explanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified flat creases, the device were broken shell, red particles material was found on the shell and white encapsulation. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated and wear abrasion. Based on the device analysis the final assessment is: a striated edge broken in the side radius assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported rupture on right side. The device has been explanted.